Event description:
It was reported that this pacemaker exhibited farfield oversensing on the atrial channel. Technical services (ts) was consulted, reprogramming options and sensitivity adjustments were recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Correction: e1,e2,e3: initial reported updated.

Event description:
It was reported that this pacemaker exhibited farfield oversensing on the atrial channel. Technical services (ts) was consulted, and reprogramming options and sensitivity adjustments were recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information reported that reprogramming was performed. No adverse patient effects were reported. This pacemaker remains in service.